Manufacturer narrative:
Follow-up submitted to report customer's evaluation determined the brakes were not engaging.no repairs made as customer decided to scrap the unit. Customer performed. Evaluation

Event description:
It was reported via repair work order that the brakes would not engage. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the brakes would not engage. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.